Manufacturer narrative:
A ge oec service representative investigated the issue and could duplicate the malfunction or error. The error was noted in the event log. The high voltage cables were cleaned and re-greased and the filament calibration files were re-loaded. All voltages were confirmed to be within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator error during use.